Manufacturer narrative:
We received one unsealed (1) 831f75 catheter and three sealed units for examination. Evaluation of the unsealed catheter found that the balloon had a rupture, its size was around 50% of the balloon's circumference. The balloon latex does not show any sign of latex deterioration. Some latex was missing at the ruptured site. The balloon was removed from the catheter tip to measure the missing latex. All through lumens were patent without any leakage or occlusion. No visible damage was observed from the catheter body. The sealed unit was examined and no fault or damage was observed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to the complaint of the missing latex. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that there was an incident with a pa catheter that malfunctioned during insertion. There was a balloon rupture which necessitated removing the catheter with the plan to place another catheter. No patient complications were reported.